Event description:
The customer reported being hospitalized three times on september for high blood glucose and diabetes ketoacidosis. The blood glucose reading were 1260 mg/dl the first time, and 500 mg/dl the second time. Troubleshooting was performed. The programming on the insulin pump appeared to be correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.